Event description:
It was reported that device contamination occurred. The patient underwent stenosis of the left renal artery and stent implantation. A 035/260/3mm (b/5) amplatz super stiff was selected for use. However, after unpacking, an eyelash was found in the package. The procedure was completed using another of the same device. The patient condition following the procedure was stable.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). The device was returned for analysis and the evaluation was completed on (B)(6) 2024. Visual inspection was performed, and it was observed that only the pouch was returned for the analysis, and it was observed that the pouch information matches with the complaint information. Also, no damages were detected on the device.

Event description:
It was reported that device contamination occurred. The patient underwent stenosis of the left renal artery and stent implantation. A 035/260/3mm (b/5) amplatz super stiff was selected for use. However, after unpacking, an eyelash was found in the package. The procedure was completed using another of the same device. The patient condition following the procedure was stable.